Event description:
Major pump unit(s) involved: external control system failure. Additional text: all alarms & lights came on while laying down playing video games. Specific component(s) involved: external controller malfunction. Additional text: all alarms & lights came on. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 261 mg/dl, 65 mg/dl, 242 mg/dl and 231 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter and control solution were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.